Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 02/03/2016 with the following findings: investigation revealed that the display was dim, fading and discolored. A visual inspection of the pump revealed multiple cracks in the battery compartment. Unrelated to these issues, investigation revealed that the pump case was damaged at u-groove on the back of the pump; a piece of the case was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and discolored display. Evaluation also revealed multiple cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/03/2016.